Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient went to their doctor because the implant needed to be replaced. Their doctor informed them that one of the lead was still working. They went to st. Luis for the procedure however they were advised the leads are not working anymore and they are still waiting for the next instruction to have it replaced. The patient mentioned they needed MRI due to their shoulder pain. Agent reviewed MRI compatibility with the patient and redirected the patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that their leads needed to be replaced. Patient said that the representative was trying to tell them how to work the equipment but patient was still not real good from the anesthesia. Patient mentioned the rep connect to their tablet and was informed that one of the leads were not working and there was one lead that worked so they made an appointment with hcp for a consultation. Patient mentioned tier goal was to lower pain levels and to have their pain under control. As a courtesy agent offered to send email to notify the field. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the patient meant there was a loss of therapy regarding the lead not working. The pt has a consultation with original implanting physician on 3/6 to discuss lead revision. Plan to discuss with implanting physician on following course of action.